Manufacturer narrative:
The software investigation found that reviewing of logs did not provide any additional insight as to why the two systems were not communicating, from the stealth side it just appeared as if nothing was happening. It's possible that the stealth may not have been selected under "navigation connection" on the mvs but this is not conclusive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No testing or servicing was performed on the system because resolution of the issue was confirmed on call. No parts have been re turned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a medtronic representative (rep) was having issues getting connection between the navigation system and the mobile view station (mvs) of the imaging system. This occurred while the rep was performing a practice run for future cranial shunt cases. Technical services (ts) walked the rep through the mvs connection settings, the navigation system connection settings, the network cable, restarting both systems, and removing/adding the imaging system tool card into the procedure on the navigation system. Removing and adding the tool card in the cranial software on the navigation system resolved the issue. There was no patient present.